Manufacturer narrative:
Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.

Event description:
It was reported a possible right knee revision may be occurring. A surgeon indicated the patient has a size 4, 15mm ps insert and they requested if there is a more constrained poly insert available. It was stated that no implant meeting the request in the classic ps design is available. X-rays were provided. No further information.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: d1, g3, h1, h6, h11. MDR section codes updated/corrected: b, c, d, f. The reason for the reported revision cannot be confirmed from the information provided but may be due to inclusion of the polyethylene in the packaging recall, wear, loosening, infection, fracture, instability, and/or patient related factors. Potential contributions of user or patient-related considerations to the event could not be assessed as the devices were not available for evaluation and relevant clinical information, images, were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.